Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. The 26mm commander delivery system balloon ruptured at/near full inflation volume. Able to withdraw delivery system into the sheath and completely out of the sheath without difficulty. All balloon material and sheath material removed intact. No vessel injury seen. Patient transferred to post-op care in stable condition.